Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse was dispatched and on (B)(6) 2017 found that customer was running old sysmex racks. After running several times thru found that samples were spinning inside of rack as it was being pushed thru sample area. Suggested customer try the new style tosoh racks with springs to hold sample straight. Customer also said unit was better today than it was last week. Ran 30 patients with acceptable read results on all patients. Could possibly be a barcode printer quality issue as well. Sending replacement racks for customer to try. Sampling system was not modified. The most probable cause of the reported event was barcode printer quality issue.

Event description:
On (B)(6) 2017, the customer reported bar code reader is not working with their hlc-723g8 analyzer. Customer reported getting a large percentage of no reads from the tube labels. They stated that this issue has been occurring for days now but has gotten worse. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.